Event description:
A malfunction alarm was reported with malf 16 displayed. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further malfunction codes appear.